Event description:
It was reported that the catheter was leaking from the flush port. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Leaking was observed from the flush port, described as a slow-medium leak in terms of liquid quantity. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned for boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, microscope inspection, and dissection. Upon device return and inspection, no outer abnormalities were observed. A guidewire was inserted through the catheter, and the device was deployed to basket and flower successfully. Subsequently, flushing of the catheter through the irrigation line was tested. Flushing was not functional, and a leak was observed in the catheter. The catheter was dissected to locate the source of the observed leak. Dissection revealed that the flush tubing was leaking in the proximal end of the handle. The flush tubing was further examined on the microscope, and it was noted that the luer was slightly separated from the strain relief, though it was still attached to the flush tubing. While attempting to flush water through the luer, a leak path was observed between the distal end of the luer and the flush tubing. The reported clinical observations were confirmed by the analysis.

Event description:
It was reported that the catheter was leaking from the flush port. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Leaking was observed from the flush port, described as a slow-medium leak in terms of liquid quantity. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device was received for analysis.